Event description:
It was reported that the rotaflow will display the error message ¿del error¿ (french: ¿ret error¿). According to the instruction for use (instructions for use / 4.2 / en / 13; chapter 4.3 switching on the console, self-test) the rotaflow will perform a self-test and the electrical components will be tested. If the self-test is not passed the device must not be used. The second reported failure was that the rotaflow displays the error message ¿head error¿ (french: error tete¿). Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow displays the error messages ¿head error¿ (french: error tete¿). And ¿del error¿ (french: ¿ret error¿). No patient has been involved when the failures occurred. No harm to any person has been reported. A getinge service technician was on site on 2022-02-01 to repair the affected rotaflow (serial# (B)(6)). The technician confirmed the reported failures "head error" and "del error". The rfc (rotaflow console) flow measure board (material#70101.1681) and the rfc control board kit (material#70103.4051) have been replaced to resolve the reported failures. The battery pack with fuse (material#70101.7188) has been replaced as part of the service, it was due for a replacement and the battery no longers holds a charge. After the replacement the device is working as intended. Based on these investigation results the reported failures could be confirmed. The following most possible root cause could be determined for the head error:  1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. An investigation of a rotaflow system that exhibited a similar issue "del error" was performed in getinge life cycle engineering on 2018-06-27. A solder joint of potentiometer pot3 is broken on the flow measure board. This disturbs the amplification of the ultrasonic signals and disrupts the flow measurement. This explains the failure reported. The product in question was produced in 2008-12-01. The review of the non-conformities has been performed on 2022-03-11 for the period of 2008-12-01 to 2022-01-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure "head error", the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).